Event description:
It was reported that during hv lead impedance testing there was a high frequency pulse in the iegm, which was marked with vs. Technical services reviewed the egm and found noise oversensing on both the atrial and ventricular channels. No consequences for patient.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.